Event description:
New information received notes that when the patient presented through merlin.net transmission for follow-up, noise was detected as two vf episodes. Patient did not receive inappropriate therapy. Noise was varying in amplitude and occurred after qrs complex. Chest x-ray was obtained and it was unremarkable. Lead replacement was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy due to noise oversensing. Further tests and lead replacement was recommended.